Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the device would not stop delivering energy while cauterizing when the activation toggle switch was de-activated. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided by the hospital.